Manufacturer narrative:
Failure analysis confirmed that the insulin pump had button error alarmed due to corroded on keypad trace. No moisture damage found on electronic assembly and motor. Analysis was unable to perform the unexpected restart error test to verify the unexpected restart alarm due to button error. No damage found on interface board. The insulin pump was received with cracked at corner display window, cracked battery tube threads, scratched on lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart, moisture damage and alarmed button error. The customer's blood glucose reading was 150 mg/dl at the time of the call. The customer stated the insulin pump was exposed to water while kayaking. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.